Event description:
The customer reported via phone call that he had a high blood glucose but not hospitalized. Customer's blood glucose was 600 mg/dl. Customer started to have high glucose due to cold. The customer was treated with the insulin pump via bolus. The customer declined troubleshooting high blood glucose since he understood the reason why.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.